Manufacturer narrative:
H.6. Investigation summary: one sample was received from the customer for investigation. The sample was visually examined and it was observed that there was a piece of black foreign matter (fm) loose in the needle shield. The needle was removed and the fm was visually examined using 30x magnification and was visually identified as a piece of burnt plastic. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. During the shielding process the black foreign matter was introduced to either the needle assembly or the shield. Bd acknowledges that the returned sample contained black foreign matter which was loose in the needle shield. However, as this occurrence would not exceed the acceptable quality level (aql) for the batch no corrective or preventative action will be taken in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "bug" was observed stuck to the needle 21x2 rb before use after it had been opened from its packaging. The following information was provided by the initial reporter: "per customer, one of the nurse¿s opened a sterile bd precision glide needle and what appears to be a bug stuck to the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "bug" was observed stuck to the needle 21x2 rb before use after it had been opened from its packaging. The following information was provided by the initial reporter: "per customer, one of the nurse¿s opened a sterile bd precision glide needle and what appears to be a bug stuck to the needle."